Event description:
It was reported that the caller requested a review of a ventricular episode recorded in this pacemaker system. The caller also requested a review of an electrogram (egm) from (B)(6) 2026, however, found the egm was unavailable. Technical services (ts) discussed the egm was unavailable due to a storage limitation with the system. Only the two most recent egms would be stored. Ts reviewed the available egm's and observed myopotential oversensing. Ts suspected that due to the age of the rv and ra leads, they were likely experiencing insulation breakdown. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.